Manufacturer narrative:
(B) (4) (secondary intervention - revascularization. Stent strut fracture. Cine image review. Results: (restenosis of stented artery).

Event description:
The pt presented with stable angina pectoris. An elective coronary angiography revealed a substantial lesion of a bifurcation of the left anterior descending artery (lad). One endeavor stent was deployed with a good result. Ten months post implant,the clinical symptoms of angina returned. Coronary angiography revealed a grade IV stent fracture was associated with substantial in-stent restenosis. The bifurcation was treated using the kissing balloon technique and the pt' symptoms improved. The pt's clinical condition remained stable on f/u. A review of the cine images contained in the article was completed. Based on the treatment of the diagonal branch through a cell of the endeavor stent, it appears most likely that previously adjacent, but not welded stent struts were pushed apart giving the impression that a grade IV (transverse) stent fracture had occurred. The actual occurrence of a grade IV stent fracture cannot be confirmed as the stent remains in the pt.